Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient underwent a revision procedure due to mal-placement of the components. Implant was removed and there was enough glenoid space to implant a new component. The stem was retained, and a new tray and poly were implanted.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed. Device were not returned for investigation but evidences were provided based on images which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since surgery data and images were provided, the opinion of a medical expert was sought and stated as following: the blueprint file clearly shows a surgeon-related malposition of the glenoid construct to far superior. The glenoid construct (baseplate, screws and glenosphere) is intact. The malposition concerns the glenoid baseplate and consequently the glenosphere is mispositioned as well. The malposition caused notching of the humeral tray against the lower part of the glenoid bone, causing this typical indentation. This is a surgeon's mistake by placing the glenoid in a too superior position. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The surgical technique clearly states as follows: to limit any risk of impingement, it is important to properly align the inferior edge of the glenoid. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a user related issue. The event was caused by placing the glenoid in a too superior position (surgical technique deviation). If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision procedure due to mal-placement of the components. Implant was removed and there was enough glenoid space to implant a new component. The stem was retained, and a new tray and poly were implanted.